Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2015-00011. Following a successful pulmonary vein isolation procedure, a pericardial effusion was noted. The ablation procedure was performed with a tacticath quartz ablation catheter through a swartz braided transseptal introducer. Following a successful ablation, a post-procedure echocardiogram was performed, revealing a trivial pericardial effusion. No intervention was required and the patient discharged to home the following day as expected. There were no performance issues with any sjm device.